Event description:
Patient was receiving continuous intravenous medications, connected with a "3 way high flow stopcock with rotating luer". Upon patient assessment, blood and medication was found in a pool in the patient's bed. The stop cock, as mentioned above had a hole in the plastic, allowing for medication to escape the closed IV med administration system. While this occurred, a significant amount of blood backed out of the IV catheter and came out of the stopcock. The patient is receiving extracorporeal membrane oxygenation (ECMO) therapy, and was not getting the sedative, and as a result woke up, posing harm to the patient. The patient received extra boluses of sedation.